Event description:
In 2007, the patient was treated for an infrarenal aortic aneurysm with four gore excluder aaa endoprostheses. In 2009, the patient presented to the emergency room with an aneurysm rupture. Upon open conversion, and explant of the gore excluder aaa endoprosthesis graft system, it was determined that the endograft system had migrated. Measurements are not available. The patient tolerated the procedure. The endograft system was discarded at the facility.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted: pxc12100/04964734, pxl141407/04340431 and pxl161407/04903107.